Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. After sterilization the chemical indicator (ci) changed color correctly. The load was partially released and used on patient(s) before the results were confirmed. Two stryker cameras released. There was no problem with storage of the product or the facility's process. One subsequent bi result was negative. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi. Manufacture date: 03/16/2015. Results: the device history record revealed no anomalies that could have contributed to the customer's experienced issues. There were no non-conformances observed. The device was manufactured to specifications at time of release. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made. Should new information be received, a supplemental MDR will be submitted.